Manufacturer narrative:
The representative further discussed troubleshooting with the physician. The physician opted not to do a pocket revision. The device was programmed to rv coil to can with no further defibrillation testing in this configuration.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the defibrillation threshold testing (dft) of this newly implanted implantable cardioverter defibrillator (ICD) the patient required 41 joules to convert. The patient was reported to be very sick with an ejection fracture of around 10%. The patient developed flutter during dft which required pharmacological intervention. In addition, due to the patient's large atrium there was difficulty getting the right ventricular lead pass the tricuspid valve. In addition, the shock impedance was reported to be greater than 125 ohms prior to the patient's discharge while in triad configuration and in cold can. However, while in the rv coil to can configuration it was 73 ohms. There was suspect of a loose proximal set screw. Technical services inquired of patient status and resolution.